Event description:
The customer contact reported a separation, subsequently blood loss was noted. The tubing set had been in use approximately twelve to fourteen hours delivering d5.45ns and morphine. At an unspecified time in the morning, the dietary clerk noted "blood on the floor" and notified a nurse. The customer contact reported that the pt experienced approximately 100ml's of blood loss. The infusion was "shut off and no loose connections were noted. The infusion was restarted to determine the location of the leak. It was noted that "there was a crack" and "leaking right at the hub" of the backcheck valve "right below the pump." When the tubing set was disconnected form the pt it was reported to have "fallen apart" at the backcheck valve. The tubing set was removed from the pt and a new tubing set was replaced. The infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested. No add'l info was provided.